Event description:
Reference number (B)(4). Event occurred in united kingdom. It was reported that the patient faced an infusion set tubing detached event on (B)(6) 2025 from connector. Infusion set was used for few hours. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.